Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, that the patient underwent for a posterior spinal fusion to extending the fusion area up to th12-l3 surgery. During the surgery, when inserting the screw with the poly driver, the tip of the driver broke off. The fragment remains in the patient¿s body. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown retractor blades (part: unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) unknown screws. This is report 2 of 2 for (B)(4).